Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 8.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, upon attempting to remove the device post-procedure, there was a difficulty in removing the catheter. Eventually, the catheter was able to be removed, thus, the procedure has ended. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and tactile examination of the device identified a minor kink in the shaft. The kink was located at 40.6cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the balloon found that the balloon was partially inflated with contrast media and was not refolded. As part of the analysis the balloon was inflated to its rated burst pressure of 20 atmospheres with no leaks noted. The balloon deflated fully but it did not refold correctly. It is noted that the memory of the balloon folds can weaken following multiple inflation and deflations. No damage observed to the tip. It was possible to insert a 0.035inch size guidewire through the tip and wire lumen with no resistance noted. The wire passed through the site of the kink with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon attempting to remove the device post-procedure, there was a difficulty in removing the catheter. Eventually, the catheter was able to be removed, thus, the procedure has ended. No patient complications were reported and the patient's status was fine.